Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: a visual inspection of the pump revealed moisture behind the display lens. The battery compartment was observed to be cracked. No evidence of moisture contamination inside battery compartment. No damage was found to the returned battery cap; the returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. A leak test was performed and showed leaks at the display lens. The pump powered on with the returned battery cap with audible tone and vibratory alarms functioning, indicating power to the pump. During testing, the keypad buttons were found to be unresponsive; the keypad was intact with no damage and no evidence of peeling or tearing. The pump case was removed, and evidence of moisture contamination was observed throughout inside of pump including on the keypad flex cable and connector. The pump download failed due to internal moisture contamination. The complaint of intermittent power was not duplicated, however, moisture ingress was confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.